Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that during interrogation of the device the shock impedance measurements were high and out of range. Technical services (ts) reviewed the provided data and noted that this was likely due to calcification build up on the supraventricular coil and as a result causing commanded shock testing to be greater then 200 ohms. Ts discussed programming options. It was noted that the patients shock vector was reprogrammed to right ventricular lead to device only and the shock values were within normal range. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted.